Event description:
The asymptomatic patient presented for follow-up after receiving a patient notifier. Upon interrogation the device was in backup vvi mode. The device was restored successfully. The patient was stable and would be followed normally.